Event description:
Paramedics responded to a nursing home patient and CPR in progress. The device was connected to the patient with limb leads and disposable defibrillation/ECG electrodes and the rhythm diagnosed as an idioventricular rhythm with a rate of aproximately 40. The report stated that external pacing was initiated but the device alarmed connect cable. Connections were checked but, according to the reporter, the device continued to alarm connect cable. A backup device was called for and used. The patient was transported to the hosptial but did not survive.